Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that an unknown model aortic was repaired after an approximate implant duration of 3 months due to pvl. There was a paravalvular leak at the membranous septum and a further paravalvular leak at the left fibrous trigone. During the repair, it was noted that it was possible that repair may have caused heart block. It was also noted that the patient already had a left bundle-branch block and the prosthesis appeared to be quite close to the membranous septum. A permanent pacemaker was implanted postoperatively. The valve was then explanted after an approximate implant duration of 13 years, 5 months due to pvl and aortic root pseudoaneurysm. A new 27mm valve was implanted in replacement. Per the medical records, the aortic pseudoaneurysm was secondary to a hole in the anterior leaf of the mitral valve at the level of the aortomitral continuity. There was no leak at the completion of the procedure. The patient was discharged in stable condition on post-operative day four.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was not returned for evaluation as it was not able to be returned. Minimal information regarding this event was received, the root cause of the plv remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an unknown model aortic valve was treated for pvl after an implant duration of 3 months. The valve was explanted after an approximate implant duration of 13 years, 5 months due to pvl. A 27mm was implanted in replacement. Patient was discharged on pod #4. No additional details were provided.